Event description:
Pain, cramping, leg pain, joint pain, lower back pain, feeling of burning, and feeling of swelling after using the bathroom. All after having essure, and my right tube never closed. It's been over a year.